Event description:
Bad connection. Had to use another product. Used dl for intubation. No report of harm to user or patient. No report of serious injury / harm to patient or user. No report of indirect harm. No report of required intervention to prevent permanent damage. No report of hospitalisation - intital or stay prolonged by 1 day or more. No report of serious injury, disability or permanent impairment. Not reported as life threatening. No report of death.

Manufacturer narrative:
Complaint exceeds the documented risk level. Scar will be initiated. There is no photo or video available. Batch release record reviewed, the results met the specifications. This complaint is covered by an existing scar (scar-56). Occurance data calculations: note- total units sold and total complaints use 12 months from date event occurred. If date event occurred is not available use 12 months from event date in q-pulse. Cross reference your occurrence and severity scores with the relevant risk file. (Use gop014-w002 for instructions). Notes- sales and complaint data from 01 sep 2024 to 31 aug 2025. Complaint falls outside of documented levels; as recorded in ra000078vb, line 27; for this product code and within the stated period. [?]display and/or accessories not working/faulty/broken/no battery charge', severity s3, occurrence o1. Scar-56 has been raised for this issue. Complaint (B)(4) reported an intermittent image connection between the 3.5" monitor and the provu disposable blade during use. Product evaluation confirmed that the failure mode was consistent with that previously identified in complaint (B)(4), where the image intermittently disconnected due to internal monitor connection instability. Investigation determined that the issue observed in (B)(4) was attributable to the same underlying failure mechanism: loose solder joints between the pcb board and the usb port solder pins within the monitor assembly. These joints were found to lack sufficient mechanical reinforcement, allowing degradation after repeated use. As this failure mode had already been fully investigated under scar-inv-56, the associated scar findings and root cause analysis were reviewed for applicability. Scar-inv-56 confirmed that the root cause was insufficient design verification of the usb port welding foot, resulting in inadequate mechanical protection of the solder joints and subsequent loosening during normal use. Corrective and preventive actions implemented under scar-inv-56 address the failure mode identified in (B)(4), including: revision of the applicable work instruction (wi) to require welding of the usb port and application of protective glue to reinforce the solder joints. Operator training on the updated wi to ensure consistent application of the improved process. Verification of effectiveness, including review of the updated wi and training records, confirming that appropriate controls are now in place. As (B)(4) aligns directly with the failure mode, root cause, and corrective actions already addressed through scar-inv-56, no additional corrective actions are required. Based on the completed investigation, confirmation of linkage to scar-inv-56, and verification that effective corrective and preventive actions have been implemented, complaint (B)(4) is considered closed. This is the final report for (B)(4).

Event description:
Bad connection. Had to use another product. Used dl for intubation. No report of harm to user or patient. No report of serious injury / harm to patient or user. No report of indirect harm. No report of required intervention to prevent permanent damage. No report of hospitalisation - initial or stay prolonged by 1 day or more. No report of serious injury, disability or permanent impairment. Not reported as life threatening. No report of death.

Manufacturer narrative:
Complaint exceeds the documented risk level. Scar will be initiated. There is no photo or video available. Batch release record reviewed, the results met the specifications. Scar raised to facilitate investigation of root cause with the supplier occurence data calculations: note- total units sold and total complaints use 12 months from date event occurred. If date event occurred is not available use 12 months from event date in q-pulse. Cross reference your occurrence and severity scores with the relevant risk file. (Use gop014-w002 for instructions) notes- sales and complaint data from 01 sep 2024 to 31 aug 2025. Complaint falls outside of documented levels; as recorded in ra000078vb, line 27; for this product code and within the stated period. [?]display and/or accessories not working/faulty/broken/no battery charge', severity s3, occurrence o1. Scar-56 has been raised for this issue.

Event description:
Bad connection. Had to use another product used dl for intubation no report of harm to user or patient no report of serious injury / harm to patient or user no report of indirect harm no report of required intervention to prevent permanent damage no report of hospitalisation - intitial or stay prolonged by 1 day or more no report of serious injury, disability or permanent impairment not reported as life threatening no report of death.